Event description:
(B)(4). The dentist reported that 1 month after two dental implants were installed in intraoral regions #18 and #20 it was verified its non osseointegration. 35 ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type I, insufficient bone quantity and deficient oral hygiene.